Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel and xience prime long length, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous de novo left anterior descending artery that was 90% stenosed. Pre-dilatation was done with a 2.5x15mm unspecified nc balloon at 12 and 14 atm. The 3.0x33mm xience prime stent was then deployed at 10 atm followed by post dilatation with a 3.0x12mm unspecified nc balloon at 16 atm. A distal edge dissection was observed. A new 3.0x28mm xience v stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.